Event description:
Customer reports that the table top stopped moving in the vertical travel position during a retrograde cystogram. Procedure was completed using a portable c-arm fluoro system.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.